Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing a constant door open alarm occurred through troubleshooting of the device. A review of the event history log revealed multiple events of system error 322. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be out of adjustment upper and lower latch switches. The upper and lower latch switches requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted. The device malfunction would not lead to a death or serious injury if the malfunction were to recur as this would only result in a delay of therapy.

Event description:
It was reported that a spectrum pump alarmed door open when loaded and the door is shut. As long as it was shut it alarmed. The unit displayed "close door" message. Installed set, shut door, heard it latch, and alarmed door open. Repeated steps with new set and no change. The event occurred during testing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: h10 statement said: a review of the event history log revealed multiple events of system error 322. The correct statement should be; a review of the event history log revealed constant close door alarms.